Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Unit powered up properly after the test battery was installed. Device was monitored for 1 day. No blank display, charge/battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted during testing. Device uploaded properly using carelink. Device had cracked case at the reservoir tube window corner, cracked reservoir tube window, cracked reservoir tube lip, cracked case at display window corner, cracked battery tube threads and a missing end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they visited the emergency room on (B)(6) 2019 due to diabetic ketoacidosis with high blood glucose level of 400 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with the intravenous fluids at the hospital. The customer also reported that they experienced vomiting and abdominal pain as a symptom of high blood glucose level. The customer alleged the insulin pump for under delivery because it was off due to battery issues. The customer also reported that the insulin pump had a blank display and was cracked at the reservoir compartment area. The insulin pump will be returned for analysis.